Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon rupture occurred upon second inflation at 12 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.